Event description:
The customer reported that while the unit was in use on a pt, the unit emitted pink smoke and the display went blank. The nurse immediately removed the unit from the pt, turned off the power switch, and removed the batteries. No pt injury was reported.